Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an aborted shock during an episode of vf. The vf zone was set such that the patient's arrhythmia fell just below the detection criteria and the device diagnosed it as a return to sinus. Programming changes were recommended.